Manufacturer narrative:
A medtronic representative tested and serviced the equipment. The positioning sensor unit (psu) was replaced on the navigation system. The navigation system then passed the system checkout and was found to be fully functional. The psu was returned for further evaluation. The returned psu had many scratches on the front and top surfaces. There was a rub mark on one end that completely penetrated the painted surface. There were also nicks on the outside edge of the lenses. As reported, the psu failed an accuracy test (aak) at .54 mm with a passing threshold of .25 mm. The event log showed intermittent firmware incompatibility. Analysis determined there was an electrical failure with the psu. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the camera had failed its accuracy test. This occurred when a planned maintenance (pm) was being performed on the system. There was no patient present.